Event description:
It was reported that the lead impedance measurements were greater than 4,000 ohms on all of the bipolar pairs. It appeared that electrodes 0 and 3 were intact. Electrodes 1 and 2 appeared to be open. The lead was inspected by the healthcare provider and looked normal. The company representative confirmed that the lead was removed, cleaned and reintroduced several times into the new neurostimulator. The impedance readings were still greater than 4,000 ohms. The lead was replaced. The patient recovered without sequela.